Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported that the insulin pump has recurring insulin flow blocked alarms during bolus, basal and fixed prime. It was stated that the reservoir is not empty. Customer was advised to deliver a 5 unit via fill cannula; insulin does not exit. The customer was advised to change the infusion set first and then the reservoir and the insulin pump continued to alarm no delivery during prime. . Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.